Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead exhibited a sudden rise in impedances and capture thresholds, with the impedances reaching high levels. An x-ray was performed, revealing that the lead had dislodged. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.